Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were unresponsive and prior to alarm the device alarmed failed battery test and battery out limit. Customer's blood glucose level was 75 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Other alarms were explained to the customer. No further information reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping or scroll bar anomaly was noted. All operating currents were within specification. No unexpected low battery, off no power, failed battery test or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.